Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: during case camera buttons stopped working multiple times and video outputs cut out on monitors displaying 1688 image with one being the back up video that connect hub. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: electrical component oscillator x1 on digital board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.